Event description:
Additional information received informed that the patient was scheduled for office appointment. The patient reported bright red blood per rectum and was admitted. Colonoscopy revealed avm, polyps, and haemorrhoids. The patient was hospitalized and electro-cauterization completed. The patient did not receive a transfusion. It was reported that there was a remote relationship to the study device and procedure and a possible relationship to the study drug.

Manufacturer narrative:
(B)(4).

Event description:
One endeavor sprint rx drug eluting stent was implanted in the 1st obtuse marginal during the index procedure. Approximately seven months post index procedure, the pt is reported to have suffered a gi bleed. Details of the intervention carried out are unknown. Pt follow up seven months post index procedure did not reveal any issues. No additional clinical sequelae were reported.